Manufacturer narrative:
Model number: 720182-01. Lot number: 839112010. Model description: reservoir flat 100 ml.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device is going to be revised due to a malfunction, bulging on the left side of the penis, and an inability to inflate the cylinders. "Patient complained of malfunction of the penile prosthesis and bulging on the left side of the penis. When being examined, I [doctor] really confirmed the impossibility of filling the cylinders and observed the bulging of the left cavernous body. The patient implanted the first inflatable penile prosthesis ams 700 approximately 15 years ago and this period is the third time that the same defect occurs. Therefore, I [doctor] request the use of the warranty to perform replacement and replantation of the penile prosthesis as soon as possible." Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device is going to be revised due to an unspecified issue, bulging on the left side of the penis, and an inability to inflate the cylinders. The patient stated the prosthesis was not working as expected and bulging on the left side of his penis. Upon examination, the physician confirmed the impossibility of filling the cylinders and observed bulging of the left cavernous body. The physician has requested warranty approval to replace the device. The explanted device was later returned indicting the patient underwent a revision surgery.

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported inflation issues and mechanical issues were confirmed as analysis found bulging with broken fabric threads in cylinder 1 and the pump required more than 8lbs of force to activate. These malfunctions could impact the functionality of the device. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ams 700 cylinders, pump and reservoir were returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 ipp cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Both cylinders had wear at folds in the cylinder bodies. Cylinder 1 had a bulge with broken fabric threads in the proximal cylinder body when inflated with syringe. The cylinder was not pressure test due to that bulge was identified. Cylinder 2 passed the leak and pressure testing. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. No visual damages were found upon inspection. The pump was functionally tested and did not pass the 8lb. Activation test. The pump required more than 8lbs. Of force to activate. The ams700 ipp flat reservoir was visually inspected, leak tested and examined using a microscope. The reservoir had wear at a fold in the reservoir shell; no leaks were found. This wear would not affect the functionality of device. Product analysis concluded the pump activation issues and the cylinder bulge could affect the functionality of the device as the reported inflation and mechanic issues. Product analysis confirmed the reported events. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced component failure was assigned to this investigation.